Event description:
It was reported the patient was not getting stimulation and they had a loss of therapy. The reporter stated that an impedance check showed ¿voltage¿ over 10,000. It was noted the healthcare professional (hcp) thought that it was the extension so a new extension was implanted and tested. It was further noted that the hcp then thought the implantable neurostimulator (ins) may have something wrong with it so a new ins was implanted.

Manufacturer narrative:
Concomitant: product ID 37082-40, serial# (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant product(s): product ID: 37082-40, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3550-29, product type: accessory. Product ID: 3550-29, product type: accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly. Analysis of the extension (B)(4) found no significant anomaly and the extension body was cut through and the product segmented. Analysis of the boot plug found the plug connector was crushed. Additionally, the ins plug was stuck inside of the #0-7 connector port. It was noted the sleeve was crushed by the setscrew and setscrew impressions were observed on the sleeve of the plug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.